Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention was undertaken on an unknown date wherein the entire system was explanted due to patient needing an MRI. Follow-up information obtained indicated that prior to explant, the patient's ipg failed to establish communication with external devices and was deemed inoperable. No additional information is known at this time.